Event description:
A pt reported experienceing inaccurarte erratic results with a fasttake meter. The pt's blood glucose results were 16.0 mmol, 2.7 mmol, tests were done within 20 minutes with a difference of 126%. Pt did not experience any adverse events. No further info has been reported.